Event description:
It was reported that the user was not receiving glucose readings from a freestyle libre 3+ sensor because it was scanned with the freestyle app rather than the ilet app, which resulted in the sensor being in use by another device and the ilet not pairing with the sensor. No adverse clinical symptoms were reported while no glucose data was available on the ilet. Outcomes included no injury and no medical intervention. User support included education and troubleshooting regarding proper app usage and device pairing. Investigation of this case revealed use error with incompatible app scanning, leading to cgm not paired. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect device-app pairing.